Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: anisomastia. (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent primary breast augmentation surgery with a 325cc mentor memorygel right breast implant and 275cc mentor memorygel leftt breast implant experienced right sided breast pain, rupture and left sided anisomastia post procedure. As a result, patient underwent removal and replacement with a 405cc mentor moderate profile breast implant on the left and a 450cc mentor moderate profile breast implant on right on (B)(6) 2020. This medwatch is for the left sided device.